Manufacturer narrative:
Exemption-e2013032. Total number of events summarized - 1051. Ams bio arc pre-connected collagen dermal - 20. Ams bio arc sling system - 14. Ams monarc c-sling system - 11. Ams monarc sling system - 604. Ams monarc+ subfascial hammock - 38. Ams sparc sling system - 308. Unknown sling system - 56 - attachment: [procodewise summary report -otn - sep 2016 submission.xls].

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced an unspecified injury. The device remains implanted. No further complications have been reported in relation to this event.